Manufacturer narrative:
Product ID 8780. Serial# hg3dxx615. Implanted: (B)(6) 2019. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780. Serial/lot #: (B)(4). Ubd: (B)(6) 2021. UDI#: 00763000051112. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain. It was reported the patient went to get a pump refill and the healthcare professional was unable to access the reservoir port. The healthcare professional did a lateral x-ray and found the pump appeared to be flipped. The hcp discussed pump landmarks and doing a possible anteroposterior x-ray view. It was noted the patient had gained a lot of weight. No patient symptoms were reported. Additional information was received from a hcp via the rep on 2022-aug-26 indicated the patient had a confirmed pump flip during a p ump revision. It was reported the physician revised the catheter due to the pump flip, as the catheter was all curled up.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6)2019 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2022-(B)(6) masres1: email (rep): additional information received from the company representative (rep) what was the patient's weight (lbs or kgs) at the time of the event? ¿na¿, please briefly describe what actions were taken with the catheter during the revision: ¿tangled up catheter was removed and replaced with a new pump segment to restore therapy¿, did the event resolve? If not, what other actions were taken, or are planned, to resolve it? ¿yes¿, what is the current status of the catheter device (i.e. Still in use, remains in patient, discarded, will be returned, etc.)? Will it be returned for analysis? ¿catheter was discarded as therapy was restored.¿